Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer was hospitalized for non-diabetes related issue. Caller stated that while the customer was in the hospital he developed high and low blood glucose and was treated. Caller stated that the customer's senor was giving incorrect readings. Caller also stated that the customer had irritation on his site due to senor tape. Nothing further was reported.